Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 500 mg/dl; cause was not known. Customer gave a manual injection and went to the emergency room (ER). Customer was treated with intravenous fluids of saline and insulin. The customer was released from the ER the same day (B)(6) 2024 with the issue resolved and no permanent damage. Tandem technical support performed a pump system check and confirmed that the pump performed as intended. A replacement pump was sent to the customer for customer satisfaction and customer reverted to manual injections for insulin therapy.